Event description:
It was reported that the console displayed an error message indicating the cooling water temperature was too high during holmium laser enucleation of the prostate (holep). The procedure was not completed as a result. There were no patient complications. A replacement part was sent to the facility to service the machine.

Event description:
It was reported that the console displayed an error message indicating the cooling water temperature was too high during holmium laser enucleation of the prostate (holep). The procedure was not completed as a result. There were no patient complications. A replacement part was sent to the facility to service the machine.

Manufacturer narrative:
Investigation summary with the available information bsc concluded based on analysis results, that the product operated as intended with no issues. The auriga xl 4007 console was serviced at the customer site. The fse (field service engineer) was unable to duplicate the fault condition. The temperature sensor was checked and passed testing. It was suspected that the laser console over heated from a long surgical procedure. The laser console was calibrated. It passed full functional and electrical safety testing. The fse was unable to duplicate the fault condition. This investigation is assigned a conclusion code of no problem detected. This conclusion was selected because the reason for error code 1002 cooling water temperature too high could not be replicated during functional testing and no other fault conditions were identified during testing. The product record review did not identify any potential product quality issue or any new patient harm.